Manufacturer narrative:
Argus case (B)(4).

Event description:
I don't think he ingested a lot of it [accidental device ingestion]. Without me washing and rinsing it he put the dentures back in his mouth . [Wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident denture cleanser tablets) tablet (batch number unk, expiry date unknown) for denture wearer. On an unknown date, the patient started polident denture cleanser tablets. On an unknown date, an unknown time after starting polident denture cleanser tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and wrong technique in device usage process. The action taken with polident denture cleanser tablets was unknown. On an unknown date, the outcome of the accidental device ingestion and wrong technique in device usage process were unknown. It was unknown if the reporter considered the accidental device ingestion and wrong technique in device usage process to be related to polident denture cleanser tablets. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information, the adverse event information was received via phone call on 04 august 2020. Consumer stated, "without me washing and rinsing it he put the dentures back in his mouth . We had him gargle and rinse out his mouth . Is it something we can give him to prevent him from having any reactions ? . I wanted to know if its something we can do ?I don't think he ingested a lot of it".